Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailble at this time and no add'l service info was provided.

Event description:
The customer reported the c-arm mainframe steering handle and assembly were difficult to turn and manipulate. No pt death or serious injury was reported related to this event.